Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient could not communicate with the ipg and patient programmer was showing the message: ipg not found, adjust wand #2501. The battery was recovered and the ipg communicated, charged, and was functionally tested to manufacturing specifications using the autotester and passed. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg does not communicate with external devices. Troubleshooting was unable to resolve the issue. The ipg is inoperable. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post op.